Manufacturer narrative:
The insulin pump was received with all of the buttons functioning properly. However, moisture damage noted on keypad traces noted during visual inspection. Testing of the insulin pump showed that it was functioning properly and passed all functional testing. No button error alarm noted. The insulin pump has cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
It was reported that the customer received a button error and her insulin pump did not prime. Her blood glucose level was 200 mg/dl. The customer stopped using her insulin pump. The product was returned. Nothing further to report.